Event description:
During a helicopter transport, the console began switching between alternating electrical current and direct electrical power, the console kept pumping but with an erratic display. The console was plugged into a different outlet and the situation resolved. There was no pt impact. It appears that the situation was related to a bad outlet.